Manufacturer narrative:
Findings: button error alarm due to corroded keypad traces. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. (B)(4).

Event description:
A customer reported via email indicating that their insulin pump alarmed button error. The customer's blood glucose level was 252 mg/dl at the time of the incident. The customer sent the product back for analysis.